Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through multiple corrective procedures, including disconnecting tubing and delivering boluses, resulting in the alarm recurring until final instructions were carried out. The bolus was successfully completed, and the customer was advised to replace supplies and continue insulin therapy.